Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/07/2015 with the following findings: during investigation, a review of the pump¿s daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump successfully completed the delivery accuracy test and was found to be delivering within required specifications. The complaint of inaccurate delivery was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that the meter was not communicating with the pump as it should. Reportedly, the patient¿s blood glucose levels had a daily average of 187mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.